Event description:
It was reported that the pulse generator could not be interrogated. The device exhibited no magnet response, and was tracking an atrial rate of roughly 100 beats per minute. Battery data in 2008 indicated roughly 15 months remaining longevity. About 2 months later, battery voltage was 2.66 v. The pulse generator was replaced.

Manufacturer narrative:
Na